Event description:
During follow-up on (B)(6) 2015, ventricular oversensing was observed in episodes stored in device memories. Reintervention was performed on (B)(6) 2015. The subject paradym device and the (non-sorin) rv lead have been replaced. The subject paradym device was discarded. Preliminary analysis of provided files confirmed the reported ventricular oversensing and showed that it was likely related to a rv lead issue or lead-ICD connection issue.

Event description:
During follow-up on sep 7th 2015, ventricular oversensing was observed in episodes stored in device memories. Reintervention was performed on (B)(6) 2015. The subject paradym device and the (non-sorin) rv lead have been replaced. The subject paradym device was discarded. Preliminary analysis of provided files confirmed the reported ventricular oversensing and showed that it was likely related to a rv lead issue or lead-ICD connection issue.